Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 09/15/2014 with the following findings: the keypad was found to be torn. Evaluation revealed the up and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up and down buttons were not responding. The reporter indicated that there was no known damage to the keypad and no known trauma to the pump but the ok button symbol was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.